Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the shunt in a moderately tortuous vessel. This 6.0 x 40, 40cm mustang balloon catheter was selected for pre-dilation and the balloon ruptured at 18atms upon the first inflation. The procedure was continued with another of the same mustang balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the shunt in a moderately tortuous vessel. This 6.0 x 40, 40cm mustang balloon catheter was selected for pre-dilation and the balloon ruptured at 18atms upon the first inflation. The procedure was continued with another of the same mustang balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and initial examination of the returned device noted that the balloon material was fully deflated. A visual and tactile examination of the shaft of the device found no anomalies. An attempt to inflate the balloon to its rated burst pressure failed due to a pinhole leak located approximately 16mm distal to the proximal transition zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).